Event description:
It was reported by svc report that the caster on the foot right was not rolling. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results - object stuck between caster and caster cover.